Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath). The inner member near the proximal end of the guidewire access sheath (gas) was kinked. Functional evaluation revealed that the stent could not be deployed using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. A test with a 0.035" guidewire could not be performed due to the condition of the returned device. No other issues with the stent and delivery system were noted. Based on details of the reported event and the condition of the returned device, the device may have encountered difficulty during the procedure which resulted in the complaint incident. The damages noted with the returned device were consistent with the application of excessive force during use. The investigation concluded that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the guidewire would not exit at the guidewire access port. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. Note: this event has been deemed a MDR-reportable event based on investigation result which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath).